Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water nozzles were clogged and draining function was reduced due to insufficient handling, the curved rubber adhesive part was cloudy, the curved rubber bond was cracked, the amount of air supplied was insufficient due to clogging of the air/water nozzle, there was a foreign object inside the nozzle, the adhesive on the objective lens had come off, the objective lens adhesive was cloudy, the bending angle was insufficient due to elongation of the angle wire, the angle knob had play, the insertion tube had scratches, the insertion tube was wrinkled, the tip cover was crushed, the lighting lens adhesive was cloudy, and the seal on the scope connector was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had poor water supply and an insufficient field of view. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to provide additional information regarding the device evaluation that was not included in the initial medwatch report. During inspection and testing of the returned device, the customer's complaint of an insufficient field of view was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the foreign object. The device met all specifications at the time of shipment. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the foreign object in the nozzle could not be identified. It was confirmed that the nozzle was not deformed. There were no obvious reprocessing deviations. Therefore, we could not specify the cause of the foreign object with the provided information. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.